Event description:
The customer reported that the system was intermittently freezing (locking up) during procedures. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.